Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4:35 with a blood glucose level of 530 mg/dl. The customer stated that they believed that the insulin pump was not correcting and food were the events leading to the hospitalization. The customer was wearing the insulin pump during the hospitalization. The customer's blood glucose level was unknown at the time of the call. The insulin pump will be returned for analysis.